Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The following repair diagnostic codes were identified: (1) pmp-r-hup- hardware upgrade due to design change. The following service codes were identified: (1) pmp-nrr- no repair required. The following was observed: tested unit, boots 01.04.05 -sensor bracket observed. Unit connects to xf2 . While pump is running noise can be heard coming from inflow. Pump making noise. Replace inflow. This does confirm the alleged failure mode of [screeching noise]. Probable root cause: 1. Loose component inside; 2. Too many console alarms; 3. Motor design (inflow, outflow, and stepper motors); 4. Motor manufacturing non-conformity; 5. Roller wheel misassembly/damage; 6. Roller wheel failure; 7. Use error; 8. Pump operated at least-favorable environmental conditions for extended period of time. Note that this does not confirm the alleged failure mode of [reading incorrect pressure]. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a screeching noise when unit is turned on and reading incorrect pressure. Pump pressure reading seemed much lower that actual pressure in joint. Once pump seemed to be misreading pressure it was discontinued. It was confirmed that there was no extravasation. Backgound: pump was run in inflow only. Stryker camera and scope and hardware. Setting at 5.8mm hardware to match. Pressure started at 35 and even lowered to 20 but shoulder still seemed to be getting big so use was discontinued.

Event description:
It was reported that there was a screeching noise when unit is turned on and reading incorrect pressure. Pump pressure reading seemed much lower that actual pressure in joint. Once pump seemed to be misreading pressure it was discontinued. It was confirmed that there was no extravasation. Background: pump was run in inflow only. Stryker camera and scope and hardware. Setting at 5.8mm hardware to match. Pressure started at 35 and even lowered to 20 but shoulder still seemed to be getting big so use was discontinued.